Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported the insulin pump would have low battery after two days. Customer's blood glucose was unknown at the time of the call. Troubleshooting found a worn spot on the battery cap. The customer was advised they would be sent a replacement battery cap. Customer declined to return the product for analysis.